Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including joint pain, inflammation, depression, blood clots, fatigue, rashes, and fevers. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the patient¿s dob is (B)(6) 1982. - the patient reported that her symptoms have been going on for the past three years. The date of event has been changed to july 2016. - the patient was 33 years old at the time of event - the patient underwent a primary breast augmentation with the suspect medical device - the suspect medical device is a mentor memorygel breast implant 275cc gel breast prosthesis, catalog #, lot #7295646, serial # (B)(4) UDI # (B)(4) PMA #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the patient is scheduled to undergo bilateral explantation on (B)(6) 2019. On (B)(6) 2019, mentor received additional information about the event. The patient reported that her blood work shows she has heavy metals (arsenic and platinum) in her blood. On (B)(6) 2019, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2016. New information states that the implantation date is (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/18/2019, the mentor failure analysis lab received the device for evaluation. On 10/04/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed generalized illness. During evaluation of the sample, it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).